Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 502 mg/dl at the time of the incident. The customer reported that the insulin was leaking on the insertion site. The customer was able to change the infusion set. The infusion set had a bent cannula. The insulin pump will not be returned for analysis.